Event description:
Senseonics was made of an incident where user reported going to the emergency room due to a serious infection at the sensor insertion site, with symptoms including swelling, pain, and formation of pus. The user was diagnosed with an infection, and following evaluation of the arm using ultrasound, the sensor was removed. The event occurred on (B)(6) 2025. At the time of the initial call, the user reported feeling fine; however, during a follow-up call on (B)(6) 2025, the user confirmed that the arm remained infected and was being treated by the user's diabetologist.the event was related to the sensor insertion site.as treatment, the sensor was removed and the site was cleaned of pus at the hospital. The user was prescribed cefadroxil (antibiotic) by the diabetologist.the user's hcp is aware of the event. The user was advised to continue following up with the hcp for further medical guidance and to notify senseonics of any additional concerns.per dms review, the user has not been using the system since 20-nov-2025. Per notes, the sensor was removed during the emergency room visit on (B)(6) 2025.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.the user reported going to the emergency room due to a serious infection at the sensor insertion site, with symptoms including swelling, pain, and formation of pus. The user was diagnosed with an infection, and following evaluation of the arm using ultrasound, the sensor was removed.the event occurred on (B)(6) 2025. At the time of the initial call, the user reported feeling fine; however, during a follow-up call on (B)(6) 2025, the user confirmed that the arm remained infected and was being treated by the user's diabetologist.the event was related to the sensor insertion site.as treatment, the sensor was removed and the site was cleaned of pus at the hospital. The user was prescribed cefadroxil (antibiotic) by the diabetologist.the user's hcp is aware of the event. The user was advised to continue following up with the hcp for further medical guidance and to notify senseonics of any additional concerns.per dms review, the user has not been using the system since 20-nov-2025. Per notes, the sensor was removed during the emergency room visit on (B)(6) 2025.